Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy and itchy; looks like poison ivy. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed triamcinolone .5% for the rash. Follow up indicated that the rash improved.